Manufacturer narrative:
Date of report received: 28 jun 2019. MFR received date: 21 jun 2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective main board with lithium battery and (graphical user interface) gui to address the reported problem. The unit successfully passed the required performance verification test. No parts were return for failure investigations (fi). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The pcba,main board with lithium battery was returned to failure investigation (fi) for evaluation. No signs of damage or contamination found. The customer returned main board will be installed into the fi test ventilator. The ventilator remained operational with no errors detected. The manufacturer¿s international service technician replaced the main board w/ lithium battery and (graphical user interface)gui to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This customer returned main board was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator was not switching on. There was no patient involvement.